Event description:
It was reported that the balloon did not inflate and could not maintain the inflation, during set up. There were no patient complications.

Manufacturer narrative:
Examination revealed that the balloon ruptured in the central area, approximately 0.05" x 0.050" hole was observed. There was no visible damage observed on the catheter body. All through lumens were patent and leakage was not observed. The introducer, contamination shield, and syringe were not returned for evaluation. This event was determined to be reportable following edward's standard procedures. Catheter was examined and fragments of the balloon were missing. A device history record review was completed and documented that the device met all specifications upon distribution.